Manufacturer narrative:
Device was received in the deployed state. The device was downloaded using power supply since all three batteries were measured to be depleted. The depleted batteries did not contribute towards the reported event. The shelf mode current was measured to be within specification. The exact timing and the cause of the battery depletion could not be determined. An 0x14 alarm was generated in the pod data, indicating occlusion. Pulse width increases ramping up to timeouts and a drive stall were observed towards the end of the run. Blood was observed on the hard cannula. No damages or defects were observed to the hard cannula under magnification that would cause the bleeding. The cause of bleeding was not determined. During the investigation, fluid did not flow through the formed needle. Multiple attempts to clear the occlusion from the hard cannula were unsuccessful. Hard cannula occlusion was confirmed to be the cause of the 0x14 occlusion. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was initially reported that there was a pod detection of occlusion. The patient's blood glucose level went up to 19 mmol/l (342 mg/dl) while wearing the pod on the leg for between 25 and 36 hours. The device was returned and evaluated. The device occluded.